Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cassette line had a leak. The patient was connected at the time of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.